Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.

Event description:
It was reported that alert/notification settings issue occurred. The patient experienced no audio output (no audio alarm) from the receiver. On (B)(6) 2024, the patient did not get the alert from the time the cgm reading exceeded the set threshold. According to the report, the receiver did not alert for egv (estimated glucose value) 47 mg/dl. The patient was unconscious. The spouse called the paramedics. The egv upon arrival was 20 mg/dl. Of note, the display device will not show a value of 20 mg/dl. For egv 39 mg/dl and below, the word "low" will be displayed. The bg was 21 mg/dl. The patient was given IV therapy and stayed in the hospital for 3 days. At the time of the call, the patient was fine and stable. Data was provided for investigation. The allegation was confirmed via data as a no alert/notification. The probable cause was the device notifications were disabled. No additional patient or event information is available.